Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that at the start of the procedure, there was a blood leak at the tubing connection of the arterial centrifugal pump. Despite the collars added by the perfusionists, the problem persisted. 50 ml of blood was lost due to the leak. No blood transfusion was required. The complete circuit was replaced to complete the procedure. There was no patient impact associated with this event.

Manufacturer narrative:
Conclusion: the leaking connection was confirmed by a video provided by the customer. As the product was not returned it was not possible to determine a cause. The is a potential that a sta-strap was not fixed properly. After communication and discussion with the customer additional sta-straps (tie-wrap) have been added to the inlet and outlet of the specific ap40 arterial centrifugal pump for a stronger connection. Trends for issues with this device are monitored. If information is provided in the future, a supplemental report will be issued.